Event description:
User facility mandatory medwatch received that stated: "the IV line split apart during the power injection bolus part of a CT exam. Injecting at a psi of 325 with a flow rate of 4.0 ml/sec. No harm to pt, but re-scan was required. The radiology techs report that this has occurred with other IV lines of this product." Upon further query the following info was provided that indicated the tubing ruptured while in use with a power injector; subsequently blood loss was noted. The pt was undergoing a CT scan while using a power injector to deliver ultravist 370 contrast media at 325 psi and at a rate of 4ml/second. It was reported that early in the procedure, the tubing split at an unspecified location and blood loss was noted. The customer contact reported the amount of blood lost was "minimal to none." The tubing set was replaced and the pt was rescanned. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
Attachment: user facility mandatory medwatch report. The device was not returned since this is a known issue. The issue of split or burst tubing when using power injectors was evaluated under a formal investigation. It was determined that this is not a manufacturing or materials defect. It was communicated to the customer that standard i.v. Administration sets are intended for general infusion and not recommended for use with power injectors. In addition, the infusion therapy account managers were advised of this issue and were provided with a product list of those high-pressure sets that are appropriate for use with power injectors.